Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "it was reported that an unknown duration of signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. " (B)(4).

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed.